Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the tubing with two cartridges. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer loaded a new cartridge successfully and continued using the pump for insulin therapy.